Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use the 3.5 x 23 mm xience alpine stent delivery system (sds) was broken at the proximal end where it connects to the indeflator. The device was not used. There was no patient involved. A non-abbott stent system was used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported hub break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was returned with blood in the tightly folded balloon folds. The reported hub break was confirmed.